Manufacturer narrative:
Analysis was performed on the returned device. The reported marker lumen obstruction of flow was confirmed based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported marker lumen obstruction of flow was concluded to be related to a potential product quality issue due to the loctite material present in the polyimide tubing. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional peripheral procedure. Reportedly, the proglide was successfully pre-flushed prior to use. After insertion in the anatomy, there was no bleed back from the marker lumen. The device was removed, flushed and attempted again with the same result. Another removal and flushing was not successful. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.